Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardiac monitor (icm) exhibited noise episodes. Programming changes were discussed, but not made. The patient experienced no adverse consequences.